Event description:
The customer, a service technician, contacted physio-control to report that during an animal testing procedure at their facility their device would not discharge (shock) when prompted. No further details about the testing or the incident were provided. The service technician advised that after the event he examined the device and observe a service indicator was present and confirmed that the device would not discharge (shock) when prompted.

Manufacturer narrative:
Physio-control provided the customer, a service technician, with technical assistance. It was later confirmed by the customer that they have permanently removed the device from service. The device was scrapped. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.